Event description:
It was reported that prior to use, upon removal from its packaging, an anomaly was observed at the leads connector pin. The lead was not used.

Manufacturer narrative:
Final analysis of the lead found the front seal to be displaced, confirming the anomaly observed in the field. Medical adhesive in the region had not been fully cured at the time of displacement.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.